Event description:
On october 6, 2006 the lay user/reporter, patient's daughter contacted lifescan (another country) alleging an "error 4" with the patient's one touch ultra meter. The customer care advocate (cca) attempted to contact the patient on october 11 and 12, 2006 for additional information, but was unsuccessful. The medical affairs specialist obtained the following information based on the customer care advocate's documentation. The patient reportedly went to the emergency room eleven days earlier at 2:30pm, the reporter was unable/unwilling to report if the patient had any symptoms of high or low blood glucose at the time of concern and what actions the patient took following the attempted use of the meter. The reporter stated that the patient obtained a "15.7 mmol/l" on an unspecified device and did not receive any further medical treatment in addition to the glucose test. It would be helpful to obtain the following: how long the pt was unable to test due to the error message, the pt's last successful meter test, if the pt had any symptoms of high glucose at the time of concern, and if the patient had to make any recent adjustments to his diabetes care. The reporter was unable to report if the meter was exposed to temperature outside of the acceptable range. The cca noted the incorrect testing technique, which can contribute to the error message and walked her troubleshooting and was able to resolve the error message. It was not specified if the patient had any symptoms of high or low blood glucose; however, this complaint is being reported because the patient was unable to test on her meter, went to the emergency room around the same time, and received a result of "15.7 mmol/l." The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.